Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a lead. It was reported that upon removing the lead from the packaging, the tip was bent and unsuitable for implant. A new lead was opened and was not bent. This lead was used without issue. The issue was resolved at the time of the report. No patient involvement and no further complications were reported/anticipated as a result of this event.

Manufacturer narrative:
(B)(4) should not have been applied. (B)(4) should have been applied. Fdm, fdr, and fdc codes were updated accordingly per analysis results. Analysis of the lead (lot# va1nsht) revealed that the distal end of the lead was bent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.